Event description:
It was reported that the nurse unable to start therapy in an arctic sun device due to alarm 17 (patient temperature one calibration error). Initially tried to replace temperature in cable, but upon further discussion with team it was explained this device will need to go to biomed for replacement of the isolation card.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter full facility name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse unable to start therapy in an arctic sun device due to alarm 17 (patient temperature one calibration error). Initially tried to replace temperature in cable, but upon further discussion with team it was explained this device will need to go to biomed for replacement of the isolation card. Per follow up information received via phone on 10jul2025, biomed had a device that was getting alert 17 and alert 30 at startup, occurs every time they turn the device on, coming in under warranty. Per sample evaluation results on 28jul2025, installed test mixing pump to cool in decontamination.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed isolation circuit card. The device was evaluated upon receipt. Confirmed alarm 17 and alarm at startup. Alert 17 (patient temperature 1 calibration error) and alert 30 (patient temperature 2 calibration error) is determined to be due to a fault within the isolation circuit card, preventing signal transmission to the pt connectors. No temperature reading from pt1 and pt2. Replaced isolation circuit card. Installed test mixing pump to cool in decontamination. Not cooling is confirmed in the case data, but was determined to be due to a loose connection of the mixing pump. Mixing pump reseated. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A review of the risk document, (B)(4), revision 16, was performed for this investigation. The reported event is addressed in step # d285. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.